Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular lead exhibited noise over-sensing resulting in pacing inhibition. No intervention was performed. The patient was stable.